Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges there was a small fire with the usb iphone charger cord plugged into the remote.

Event description:
Consumer alleges there was a small fire with the usb iphone charger cord plugged into the remote.

Manufacturer narrative:
There was no evidence of fire on the lift chair or the hand control. The usb charging feature in the hand control performed as designed when tested. (Both hand controls)